Event description:
The customer's nurse called and reported that the customer had lost the battery cap to the insulin pump and did not have a back up plan. The customer was hospitalized needing insulin, due to being off the insulin pump for twenty four hours. The customer's symptoms included illness, shakiness, polyuria and thirst. It was advised that a battery cap would be sent to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.